Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer's blood glucose level was unknown. The customer stated that they was able to clear the alarm. The customer also stated that they was able to complete insulin pump rewind. The customer stated that the power error detected recurred within a week of troubleshoot. The customer stated that the notification light did not stopped flashing immediately. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Power error 25 due to connector resistance issue. No unexpected battery power loss alarm during testing